Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had not been showing in pyxis. A technical support specialist (tss) had dialed into the server and run a query to pull active directory (adt) messages for the patient. The results had revealed that the messages were not processed due to an error: string or binary data would be truncated. The data for table-valued parameter doesn't conform to the table type of the parameter. The structured query language (sql) server error is: 8152, state: 30. The statement has been terminated. The xml had been opened and reviewed. It was found that the patient allergy code segment had exceeded 250 characters. As per the interface specifications guide, the maximum limit was 250 characters. The customer had been requested to update that segment and resend the registration message to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user mentioned patient is not showing in pyxis, mrn will be shared via phone. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user mentioned patient is not showing in pyxis, mrn will be shared via phone. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.